Manufacturer narrative:
Date MFR initially forwarded report to FDA.

Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Two months post procedure the sling material was visible through vault. The sling was removed and the pt remains continent. The co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion." Follow up revealed this pt had a family history of allergies which the physician feels may have contributed to this event.